Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During review process it was found that a supplemental report had not been submitted to FDA at time of receiving additional information regarding the alleged failure. The initial complaint appeared to be a MDR reportable occurrence, once additional information was provided, by the complainant the alleged failure was determined to not be an MDR reportable occurrence. Device retained by reporting facility.

Event description:
Additional information: facility reports the wire showed at the cavoatrial junction, not the subclavian. The wire was removed and was fully intact; it simply appeared to be fragmented on the x-ray. Rn reports she removed the wire and visual and tactile evaluation indicated the wire was intact. The rn began pulling the wires prior to obtaining an x-ray because the image made the radiologist nervous; however, she states she has been placing piccs for a year and always use to leave the wire in place for the x-ray then remove it and never had this issue until now. She reports they are using the same bard piccs (there have not been any changes in the type of PICC ordered and used). She also confirms they use tls technology but not 3cg technology.

Event description:
(B)(6) 2015: PICC nurse placed a 4fr line last week and during x-ray, what looked to be a wire fragment allegedly shown on the x-ray. The length of the line was approximately 6 cm. It had shown across the subclavian.